Event description:
Consumer called stating that the lynx lx-3 scooter alleged came to a complete stop when driving outside. Consumer removed the seat to check the battery and alleges that the circuit board had become loose. No injury alleged.